Manufacturer narrative:
Check of the DHR: by checking the manufacturing charts of the lot#s involved, no pre-existing anomaly was detected: on 97 delta liners manufactured with lot #1881080, ster. 1800283; on 100 femoral heads manufactured with lot #1980813, ster. 1900291. Therefore, we can state that all the components have been properly sterilized before being placed on the market. This is the first and only complaint od infection received on these lot/ster. Numbers. Explant analysis: explanted components were not available to be returned to limacorporate for technical investigation. Xrays analysis: we received post-operative xrays (it was reported that xrays were taken on (B)(6) 2020), and sent them to medical expert for clinical investigation. Followinf, his opinion is reported: "this certainly was not a [?]subcutaneous hematoma" as claimed. The x-ray shows a perfectly implanted prosthesis which cannot be blamed for the findings. I am rather sure the [?]hematoma" originated from the articulation and has found its way through the tissue up to the skin. This is a typical sequel of an early infection. Laboratory data should confirm. Routine procedure in such case (within 2 weeks after implantation) is a so-called dair, consisting of washout and change of head and liner, followed by some weeks of antibiotics. This is exactly what the surgeon did and I would presume antibiotics are still ongoing. I such conclude it has been a case of infection which is completely independent from the chosen implants." According to the medical expert, root cause of hematoma was infection and such event was indipendent from the implant itself. Considering the opinion of the medical consultant, the compliance of the dhrs and the absence of similar complaints on the same lot/ster. Numbers, we can consider the event as not product related. Pms data: based on our pms data, occurrence rate of revision surgery due to infection of biolox femoral modular head (product code 5010.42.2xx÷4xx) is 0.01% and of delta ceramic liner (product code 5885.42.xxx) is 0.01%. None of these cases were judged as product related, no corrective action implemented dur to this specific case. Limacorporate will keep the market monitored.

Event description:
Revision surgery of hip prosthesis due to subcutaneus haematoma performed on 19th of march, 2020. Previous surgery was performed on 5th of march, 2020. During revision, washout was performed and only the biolox femoral head (product code 5010.42.363, lot#1980813, ster.1900291) and the biolox liner (product code 5885.42.258, lot#1881080, ster.1800283) were replaced. According to the information reported by the complaint source, haematoma was identified while the patient was doing their rehab and was not causing any pain or loss of function to the patient, but the surgeon just wanted to do a washout as a precaution. Cause for hematoma was unknown. Event occurred in australia.

Manufacturer narrative:
By checking the dhrs of the lot#s involved, no pre-existing anomaly was detected on the overall components manufactured with these lot#s. This is the first and only complaint received on these lot#s. We will submit a final MDR once the investigation will be concluded.

Event description:
Revision surgery of hip replacement due to subcutaneus haematoma performed on (B)(6) (B)(6) 2020. Previous surgery was performed on (B)(6) 2020. During revision, washout was performed and only the femoral head (code 5010.42.363, lot#1980813, ster.1900291) and the liner (code 5885.42.258, lot#1881080, ster.1800283) were replaced. According to the information reported, cause of the haematoma was unknown and it was identified while the patient was doing their rehab. It was not causing any pain or loss of function to the patient, but the surgeon just wanted to do a washout as a precaution. Event occurred in (B)(6).